Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an alert indicative of possible early battery depletion. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an alert indicative of possible early battery depletion. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The s-ICD remains in service and no adverse patient effects were reported. Additional information received indicated that this device was not replaced and remains implanted. The device was deactivated on (B)(6) 2024.